Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient ran out of dexcom g7 sensors and expressed concern that the ilet would not dose accordingly; the user was educated on operating the system in bg run mode and agreed to continue in this mode until replacement sensors arrive. Symptoms included no adverse clinical effects, with blood glucose reported at 124 mg/dl. Outcomes included continued therapy use without medical intervention or hospitalization. Investigation included troubleshooting and user education on device operation in bg run mode. Investigation of this case revealed no device malfunction was identified and no dosing errors were reported while in bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was user operation in an intended backup mode without a continuous glucose sensor, with no device-related adverse event.